Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that during the insertion of this right atrial (ra) lead into the heart a fluoroscopy indicated a lead fracture. The ra lead impedances were out of range. It was elected to replace this ra lead and implant a new one. The ra lead will be returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted that the conductor coils were deformed possibly due to handling damage while a fracture was not confirmed. Laboratory testing was unable to reproduce the reported clinical observations.